Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that while the patient was driving back home from another state, the device was displaying the service soon message and stopped working. The message was confirmed with troubleshooting. The patient did not have a backup device at the time of the event. The patient started feeling light headed and drove to a hospital where they were admitted to the emergency room overnight. The physician troubleshot the device battery and the device was working so the patient was cleared to leave the hospital. Patient then drove home and went on their stationary device until the replacement battery was received. Patient has had no complications since the new battery was received.